Event description:
Healthcare professional reported right side "ruptured and completely deflated". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2, a.6, b.3, b.5, d.4, d.6b, h.4, h.6.

Event description:
The device was explanted. Affected side right.

Manufacturer narrative:
Initial reporter zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured and completely deflated".

Event description:
Healthcare professional reported unknown side "ruptured and completely deflated". The device remains implanted.